Manufacturer narrative:
Complaint is being cancelled as it is related to a logistics issue due to the availability of replacement parts and ongoing supplier issues. There was no reported malfunction of any particular iabp unit. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Record is being due to logistics error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is having on going supply issues, inability to get catheters, replacement parts, or emergent rental equipment when iabp machines go down, two machines require servicing , no rentals available and 2-3 weeks for a technician. Per voluntary medwatch report # mw5114621 received from FDA on 10feb2023.